Event description:
It was reported that the device falsely recognized an episode of supra ventricular tachycardia (svt) and provided therapy. The device was reprogrammed and remains in use. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.